Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the oxygen (o2) high pressure alarm raised suddenly. The sys was rebooted and they continued the operation. After the reboot, the event did not reappear until the extracorporeal circulation finished. After the operation, it was confirmed that the supply gas pressure gauge of the hospital showed a high reading, air: o2: 70psi. The device was not changed out, as they were able to finish the case with the unit. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to pt.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.